Event description:
Refer to MFR report # 3004209178-2010-07548. On (B)(6) 2010, it was initially reported that a pt's stimulation was felt in the wrong location. The pt had two neurostimulator implanted. It was noted that since one of the devices was implanted in the pt's back, therapy was only covering "2 spots" rather then the whole lower back. On (B)(6) 2010, it was noted that the device had shifted. The pt's other implanted device was for their leg, which covered pain down into their foot. It was noted that one week ago, the leg stimulation stopped reaching the foot, and then later had only reached down to the knee. It was indicated that there was no known accident or incident that could be attributed to the issue. Both implanted devices had an amplitude of 10.5. The pt thought they were charging the devices more then expected. The pt use stimulation for their leg all the time, and would recharge the device for 6 hrs every other day. Stimulation of the back was turned on only during the day, and that the device was charged on the alternate days. On (B)(6) 2010, it was later reported that a lead was suspected to have migrated. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).